Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 06/13/2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. Receiver charged and will boot. A nordic bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined.